Manufacturer narrative:
Investigation conclusion: the report stated the feeding set was leaking at the tubing insertion area into the spike end. The reported product number 765100, joey cross spike feed & flush, with lot number 211020122 was investigated. The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Six (6) used products were returned for evaluation. Visual and functional testing performed confirmed the reported product failure of leak. The location of the leak was identified at the tubing and cross-spike connection. A formal investigation was initiated to determine the root cause of the confirmed product failure as well as actions necessary, if applicable, to prevent the confirmed product failure from recurring. This complaint will be used for monitoring and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the feeding set was leaking at the tubing insertion area into the spike end. There was no patient harm reported.